Manufacturer narrative:
Details of the revision surgery or of the involved components were not provided to the MFR.

Event description:
Hip dislocation requiring revision. Additional details not provided to MFR.